Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent umbilical incisional hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2015 during which the surgeon noted the previously placed mesh had not adhered to the abdominal wall fascia. It was reported that the patient experienced severe pain, mesh migration, scarring, nausea, chills, inflammation, loss of appetite, weight loss, stress and anxiety no additional information was provided.